Manufacturer narrative:
This is one of two initial MDR report being submitted for this complaint with associated MFR report# 3008264254-2016-00035. (B)(4). Concomitant products: chikai (asahi intecc) and excelsior sl-10 (stryker). The product will not be returned for analysis; however, a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time.

Event description:
As reported by a health care professional, during the procedure, the enterprise stent (enc403900/ 10506991) got migrated into the target aneurysm when the physician was trying to deploy the vrd. The physician removed the enterprise together with the prowler select plus microcatheter from the patient. The physician tried to re-capture the stent back into the microcatheter, however, because thrombi was adhering to the device, the stent could not be re-captured back. Another enterprise was used instead to continue the procedure using a new catheter. No report of visible damages to the enterprise stent or the prowler microcatheter prior to use or upon removal. There were no issues reported during introduction of the complaint microcatheter over the guide wire prior to the attempted use of the enterprise stent. The procedure was completed without further issues or delay. The procedure was the stent-assisted coil embolization of an internal carotid-cavernous aneurysm. The patient was a male of unknown dob, whose vessels were not calcified but the tortuosity level was unknown. There were no patient injuries or complications. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complained products have already been disposed. No further information is available.

Manufacturer narrative:
This is one of two final MDR report being submitted for this complaint with associated MFR report# 3008264254-2016-00035. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned enterprise stent (enc403900/ 10506991). The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the information, the reported event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.